Event description:
Pt found with left foot wedged in bedrail mechanism. Rptr has no way of knowing if product info is correct as these bedrails have been used 10 plus years - info was pulled from a 1993 order which "looks" identical to the older bedrails.